Event description:
Per medwatch #mw5159272, the customer reported "on skin check, noted a discolored area under the nail just below where the probe was sitting on the nail". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has been returned to the investigation facility to allow for an analysis to be performed. When the product is evaluated or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Other text: the returned sensor was evaluated. The sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
Per medwatch#: mw5159272, the customer reported "on skin check, noted a discolored area under the nail just below where the probe was sitting on the nail". There was no patient impact or consequence reported.